Event description:
The sales rep reported that during an acl repair that the customer¿s 2mm push pin from their acl disposable kit broke inside the patient's femur. The sales rep reported that the surgeon changed angles when the device was half way inserted causing it to break. The surgeon completed the procedure with another like device in a new tunnel with no patient consequences. There was a 20 minute delay in the procedure. The sales rep reported that x-rays were done and it was found that a 9cm piece of the push pin was left completely contained within the femur bone. The sales rep reported that the surgeon was satisfied with the fixation and has no plans to remove the metal left in the femur.

Manufacturer narrative:
The complaint device was not returned and therefore a physical evaluation cannot be performed. Based on the information provided, it can be noted that this failure occurred due to a technique issue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall rate for this issue, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.